Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was poor communication. The patient reported that they weren¿t able to communicate with the recharger. The patient reported that since last night she tried using the recharger and saw the reposition antenna screen. The patient reported that she tried adjusting the antenna and turning the dial and this hadn¿t resolved the issue. The patient reported that she last recharged ¿a year or two ago.¿ the patient reportedthat she had ¿weaned myself off the pain medications (B)(6) and I haven¿t been using the stimulator but now for the past few days my legs have been bothering me, so I wanted to try using the stimulator.¿ the patient reported leg pain. The patient reported having falls in 2016, but said this year she had been ¿falling in the last few months more than I ever had.¿ additional information was received from a manufacturer¿s representative (rep) on 2017-09-12. The rep reported that they received a call from the healthcare provider¿s (hcp) office that the patient reported multiple falls and that the n eurostimulator (ins) need to be evaluated. The rep reported that the patient will be seen on (B)(6) 2017. Additional information was received from a rep on (B)(6) 2017. The rep reported that the patient¿s ins was replaced on (B)(6) 2017 due to overdischarge status and unable to be recharged using physician mode recharge (pmr). Additional information was received from the patient on (B)(6) 2018. The patient reported that her device didn¿t cover her pain, so she stopped using it and the device had died and was unable to recharge it. The patient reported that she was having bad leg spasms so went to try to recharge her device because it gave her relief from the leg spasms and found she could no longer recharge it. The patient reported that she had her leg spasms prior to getting the device and weren¿t related to an issue with the therapy. The patient reported that her device had an issue with the stimulation increasing and decreasing depending on slight movements, but it didn¿t turn off completely. No further complications were reported.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins battery was overdischarged and permanently damaged. Below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) battery is permanently damaged due to overdischarge{s}. The ins passed the final functional test on the automated accelerometer test system. The ins passed the final functional test on the automated test console. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the electrode. After {1} pmr(s), the ins recharged normally. Analysis found the ins had reduced capacity due to {1} overdischarge(s). The overdischarge along with the amount of time the device was not used damaged the battery causing a rapid discharge the ins did not sync with a {ultra//sensor//activa dbs} patient programmer. The ins was recharged at body temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. Analysis determined that no telemetry was observed with an n'vision clinician programmer. If information is provided in the future, a supplemental report will be issued.